Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm, numbers scrolling up, moisture damage under lcd screen, electronic assembly or motor noted. Insulin pump had cracked case at display window corner, minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported there was condensation under the customer's lcd screen on their insulin pump. The customer's mother stated the insulin pump was exposed to fluid in the past with no moisture visible on the insulin pump. It was also reported the customer's buttons were unresponsive and their numbers were scrolling while attempting a bolus delivery. The mother also reported the customer received a weak battery alarm on their insulin pump. Customer's blood glucose was 97 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a backup plan. No additional information provided.